Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Concomitant medical devices and therapy dates, robotic assisted saw interface right (sasi) device, (B)(6) 2022. UDI:(B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported that during the procedure and while making the anterior femoral cut, the robotic assisted saw interface right (sasi) device was loose and not clamping tight to the saw handpiece device. It was further observed that the saw handpiece was connecting loosely to the sasi. It was further reported that the right sasi came unlatched during the cut and it was clamped back quickly with no impact to surgery. It was reported that the sasi was tested with other saw handpiece devices and found the connection to be loose. Additionally, the saw handpiece was tested with other sasi's and found the connection to be loose. Other sasi's with the other saw handpiece device clamped securely. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was returned for evaluation. During evaluation it was determined that the described failure by the user was confirmed. The assignable root cause could not be determined. The issue reported regarding the loose connection has been escalated to a CAPA. Review of the device history record(s) showed that there were no issues during the installation of this product which would contribute to this complaint condition. Corrected data, d10, the date the device was returned to the manufacturer was reported as january 18, 2022 in the initial report and has been updated to january 13, 2022.